Manufacturer narrative:
Approximate age of device ¿ 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the pump power elevated from a baseline of 5 to 6 watts to 15 watts. The power then continued in the 7 to 8 watt range. The patient¿s blood tests were unremarkable (lactate dehydrogenase 370 u/l, plasma free hemoglobin 10 g/dl, inr 2.6). The patient was asymptomatic. The patient¿s anticoagulation medication was increased. Pump thrombus was suspected due to the elevated pump power. No further information was provided.

Manufacturer narrative:
The report of the suspected thrombus could not be confirmed through this evaluation. Review of the submitted log file confirmed multiple elevations in pump power. The elevations were captured during pi events. There were no atypical alarms and the log file appeared to show the pump operating as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: correction. No further information was provided. The manufacturer is closing the file on this event.